Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err 68 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.